Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had signs of sepsis shortly after being implanted. The patient's spinal cord stimulator (scs) was explanted as a precautionary measure. No further complications were reported. No additional patient symptoms were reported.